Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B)(4). Conclusion: no trace of standby mode or re-initialization appears in the received files.

Event description:
During a regular follow up, the pacemaker interrogated and had its parameters programmed in standby mode with no apparent reason for this switch.